Event description:
A nurse at the facility phoned in to state that a nurse assistant was splashed in the eye while placing instruments into cidex plus. The assistant was not wearing proper protective equipment at the time of the incident. The assistant flushed eyes with water.